Event description:
It was reported that a spectrum pump was malfunctioning. The customer reported that upon powering on the device, the pump prompts the user to load the IV set into point number 3 when there is no tubing in the pump. The pump is falsely detecting a loaded set at point number 2. The customer also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The pump was received and evaluated by baxter. Eval found that the upper link screw was loose and had backed out enough to cause the contact with the upper link switch to be lost. The lower link screw was also loose, but still kept contact with the lower link switch. This device was not within specification in relation to this symptom. "The link screws be replaced to correct this deficiency."